Event description:
Customer reported that on (B)(6), the respiratory therapist noticed a drop in the expiratory volumed. No details to the alleged failure of the device were provided however, it was reported that recannulation was performed. Ref ufr # 2936999-2012-00372. On (B)(6) 2012, the reporter called to confirm no failure of the devices and reported that it was identified to be a positional placement issue, which has now been resolved.